Manufacturer narrative:
The reported product data has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial or lot number has not been provided. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. No issues were identified with the librelink application. If the product data is returned, an investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is per the customer report of (B)(6) 2021. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a missing the low glucose alarm when using freestyle librelink with sensor. As a result, in (B)(6) 2021, the customer experienced dizziness, a seizure, and had a loss of consciousness. The customer was provided oral glucose by both a non-healthcare professional and paramedics. There is no further information was provided. There was no report of death or permanent injury.